Manufacturer narrative:
(B)(4). D10: 161035 - oss rs axle - 139240. 150478 - oss poly lock pin - 121340. Pm100884 - small fmrl bshg set - 442970. 402439 - cobalt mv bone cement 40gm b - 949020. 150493 - oss reinforced yoke - 273020. 150412 - oss tibial poly bearing 16mm - 775770. Pmi01195 - 67mm tibial component - unknown. Pmi01193 - custom finned femoral component - unknown. Unknown - unknown poly - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient with a surgical history of tibial tumor resections had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Six months after the most recent revision, the patient underwent a revision of the axle, yoke, poly, and locking pin due to dislocation. The tibial bushing was not revised as this was a custom device and there was no backup available. There was no wear present. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision poly exchange and extensor mechanism reconstruction and left tka hardware dislocation. A definitive root cause cannot be determined however it was noted that incompatible devices were used. The incompatible combination of devices can be attributed to off label usage. Per the IFU, under warnings it states that 'improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components'. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.